Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 28-mar-2019 with the following findings: a review of the pump alarm history showed frequent low battery warnings. Current draws measured within specifications. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim display and cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.